Event description:
Account received an oxacillin susceptible result for a clinical staphylococcus aureus isolate. A secondary method, cfx disk, was performed by the account. Cfx disk provided a "resistant" result, suggesting that the isolate was likely resistant to oxacillin. No report of injury associated with this result being obtained, oxacillin-susceptible result was not reported by the account.